Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/08/2025, it was reported by a sales representative via (B)(4) that an ar-9625 hex driver head broke off into a msg baseplate screw. This occurred during use in a case with no patient effect. The patient was not affected and the case was completed.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the provided information, including the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is wear and tear on the device. Manufacturing date 2023. The complaint allegation is confirmed based on the customer's attached picture, which shows the device with the hex tip bent and not round, and an indication of a break.